Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. Peritonitis was manifested by sepsis. At the time of onset of peritonitis, the patient was hospitalized for an unrelated medical condition. It was not reported if hospitalization was prolonged due to the peritonitis. The cause of peritonitis was unknown. The cause of death was sepsis and refractory peritonitis. Treatment for the peritonitis was unknown. Dianeal therapies were ongoing. At the time of death, the patient was not recovered from the peritonitis .it was not reported if an autopsy was performed. No additional information is available.